Manufacturer narrative:
Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The data downloaded from the device did not show any timeouts, drive stalls or alarm. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. The device was reset but could not be rerun due to communication error. The output flag column of phb file was examined. On (B)(6) 2023 (date of occurrence), it was observed that the device was functioning as intended in a automated mode (0x0009). Later, for an extended period of time, the insulin delivery was hitting maximum (0x0049). This resulted in the generation of "exit closed loop/automated delivery restriction alert" (0x001d). When the user acknowledged the alert, the system switched into manual mode (0x0001). This indicates that the system functioned as intended. No issues were seen with the device switching between automated mode and manual mode.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 427 mg/dl, while wearing the pod longer than 48 hours. The patient reported cannula being bent when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.